Event description:
It was reported that caller experienced cartridge alarm 30 during use, including once during cartridge loading, while using pump with noted cartridge lot and had previous similar alarm history with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge with guidance and resumed insulin therapy, was instructed on backup insulin pump and injection use if needed, and technical support arranged shipment of replacement pump .